Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons push 3 to 4 times before it works. Customer stated insulin pump had crack to the center button. The customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was response from any button. Customer stated this issue happened for 7 out of 10 times. Customer stated the button was unresponsive during an easy bolus attempt. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Device received with cracked keypad at select button. All buttons functioning properly during testing. No keypad anomalies noted during testing. (B)(4).